Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She said when she pulled the protector out of the water, the plastic fell over itself and did not fit well. It was also a lot thinner than the other protectors she has purchased in the past.